Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that he has been giving himself boluses but his blood glucose is not coming down. The customer was having the issues for 2-3 days. The customer stated he got a no delivery around 8 last night and he got the no delivery during the basals and he hit resume and it started but when he woke up this morning his blood glucose was 410mg/dl. He did a set change and the cannula was bent. Current blood glucose was 343mg/dl. He gave himself a bolus of 2.9 when his blood glucose was 343 and his blood glucose was down to 313. The customer was advised to monitor the blood glucose and active insulin and call if he has any further issues. The insulin pump will not be returned for analysis.